Event description:
Event description guidant received information that this recalled implantable cardioverter defibrillator (ICD) was electively explanted and replaced with a non-guidant device. Later, guidant was informed that the patient has retained an attorney due to an unspecified sustained injury.